Event description:
(B)(4). The septum was broken in the body during an operation. Based on info gained from an interview with the user. He/she didn't insert instruments into the device nor remove them from it at an angle. Besides, the user reported he/she doesn't stuff a large piece of piece of gauze in the device when using. Aomori olympus checked the subject device and confirmed the followings. Please investigate the cause of the case. The septum was broken. Aomori olympus received two broken pieces of the septum. The sizes are; the large debris: 4.76 by 6.28 mm. The smaller debris: 1.91 by 1.22 mm. The duckbill hasn't been sent to aomori. There are no flows on the shield."

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional info, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.